Event description:
Customer reportedly obtained results of 25mg/dl, 50mg/dl, 55mg/dl and 67mg/dl within 10 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect and replacement was sent.